Event description:
It was reported that the device had issues pertaining to compounding, alarms, and the flow of medication with the 7308 (250 cassettes) had been encountered. There was a patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.